Manufacturer narrative:
Pending investigation.

Event description:
The customer reported receiving positive coc and amp results on every 6 panel screen test from most recent batch. The customer reported receiving three positive coc and amp results on one patient urine sample using the 6 panel screen test. The customer also reported receiving invalid results for bzo. The results were confirmed negative using another 6 panel drug test. No treatment or intervention was provided based on the results.

Manufacturer narrative:
Investigation conclusion: the customer's results were not replicated in-house with retention products of the reported lot. Retention products were tested with drug-free donor urine. All coc and amp strips produced expected negative results at the read time. False positive results were not observed during the investigation. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.